Event description:
A healthcare professional reported that during a vitrectomy procedure an ophthalmic needle came off from the tube while injecting the silicone oil. The surgeon re-inserted the needle and completed the procedure. There was no patient impact.

Manufacturer narrative:
G.9. This report originally filed as 2523835-2023-00015 (MDR# (B)(4)). The manufacturer internal reference number is: (B)(4).